Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("abnormal bleeding (general") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: mirena. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), the first episode of fatigue ("fatigue"), mood swings ("mood swings"), menorrhagia ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), genital haemorrhage (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems"), migraine ("migraines"), headache ("headaches,"), cardiac disorder ("blood or heart disorder/condition"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of fatigue ("fatigue"), weight increased ("weight gain / loss specify which one: weight gain") and gastrointestinal disorder ("gastrointestinal condition"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, back pain, dyspareunia, mood swings, menorrhagia, adverse event, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, mental disorder, migraine, headache, cardiac disorder, nausea, dysmenorrhoea, the last episode of fatigue, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, menorrhagia, mental disorder, migraine, mood swings, nausea, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: current weight 162lbs. Approximate weight at the time of essure placement 186 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 84.36 kgs. Patient underwent essure confirmation test. Most recent follow-up information incorporated above includes: on 29-oct-2018: new pfs received: new events added: abnormal bleeding (general), abnormal bleeding (vaginal, infection (bladder/ urinary tract/vaginal), psychological or psychiatric problems, migraines / headaches, blood or heart disorder/condition, nausea, dysmenorrhea (cramping), fatigue, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition were added. Date of birth was added. Product information was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), fatigue ("fatigue"), mood swings ("mood swings"), menorrhagia ("excessive menstrual cycles") and adverse event ("abnormal symptoms"). The patient was treated with surgery (underwent a bilateral salpingectomies and/or hysterectomy to remove the essure device). Essure was removed in (B)(6) 2014. At the time of the report, the abdominal pain, back pain, dyspareunia, fatigue, mood swings, menorrhagia and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, dyspareunia, fatigue, menorrhagia and mood swings to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), vaginal cuff dehiscence ('partial separation of vaginal cuff.') And pneumoperitoneum ('intraperitoneal free air') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pelvic pain, dysmenorrhea and vaginal cuff dehiscence. Plaitiff underwent unknown essure confirmation test revealed, everything was placed ok. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal cuff dehiscence (seriousness criteria medically significant and intervention required), pneumoperitoneum (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), the first episode of fatigue ("fatigue"), mood swings ("mood swings"), heavy menstrual bleeding ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("vaginal bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems"), migraine ("migraines"), headache ("headaches,"), cardiac disorder ("blood or heart disorder/condition"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy, lysis of adhesions, enterolysis,revision of vaginal cuff and total laparoscopic hysterectomy and left salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, vaginal cuff dehiscence, pneumoperitoneum, back pain, dyspareunia, mood swings, heavy menstrual bleeding, adverse event, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, mental disorder, migraine, headache, cardiac disorder, nausea, dysmenorrhoea, the last episode of fatigue, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, mental disorder, migraine, mood swings, nausea, pneumoperitoneum, urinary tract infection, vaginal cuff dehiscence, vaginal haemorrhage, vaginal infection, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: current weight 162lbs. Approximate weight at the time of essure placement 186 lbs. Discrepancy noted on essure removal date -(B)(6) 2014 (as per mr). Patient is a female who was found to have free air on CT scan after hysterectomy 6 weeks ago. Patient with a complex medical history significant for pelvic pain. She is status post laparoscopic hysterectomy and left salpingo~oophorectomy was complicated by immediate postoperative pain and she was taken back to the operating room for a diagnostic laparoscopy, lysis of adhesions, enterolysis and revision of her vaginal cuff. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Patient underwent essure confirmation test. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 1-sep-2021: mr received. Medical history, rcc and reporter information was added. Imdrf code synchronization. Seriousness criteria updated for event "genital hemorrhage" new event added: intraperitoneal free air and partial separation of vaginal cuff. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain'), vaginal cuff dehiscence ('partial separation of vaginal cuff.') And pneumoperitoneum ('intraperitoneal free air') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, pelvic pain, dysmenorrhea and vaginal cuff dehiscence. Plaitiff underwent unknown essure confirmation test revealed, everything was placed ok. Previously administered products included for an unreported indication: mirena. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), vaginal cuff dehiscence (seriousness criteria medically significant and intervention required), pneumoperitoneum (seriousness criteria medically significant and intervention required), back pain ("severe back pain"), dyspareunia ("painful intercourse"), the first episode of fatigue ("fatigue"), mood swings ("mood swings"), heavy menstrual bleeding ("excessive menstrual cycles"), adverse event ("abnormal symptoms"), genital haemorrhage ("abnormal bleeding (general)"), vaginal haemorrhage ("vaginal bleeding"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), mental disorder ("psychological or psychiatric problems"), migraine ("migraines"), headache ("headaches,"), cardiac disorder ("blood or heart disorder/condition"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), the second episode of fatigue ("fatigue") and gastrointestinal disorder ("gastrointestinal condition") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopy, lysis of adhesions, enterolysis,revision of vaginal cuff and total laparoscopic hysterectomy and left salpingooophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the abdominal pain, vaginal cuff dehiscence, pneumoperitoneum, back pain, dyspareunia, mood swings, heavy menstrual bleeding, adverse event, genital haemorrhage, vaginal haemorrhage, cystitis, urinary tract infection, vaginal infection, mental disorder, migraine, headache, cardiac disorder, nausea, dysmenorrhoea, the last episode of fatigue, weight increased and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, cardiac disorder, cystitis, dysmenorrhoea, dyspareunia, gastrointestinal disorder, genital haemorrhage, headache, heavy menstrual bleeding, mental disorder, migraine, mood swings, nausea, pneumoperitoneum, urinary tract infection, vaginal cuff dehiscence, vaginal haemorrhage, vaginal infection, weight increased, the first episode of fatigue and the second episode of fatigue to be related to essure. The reporter commented: current weight 162lbs. Approximate weight at the time of essure placement 186 lbs discrepancy noted on essure removal date (B)(6) 2014 (as per mr) patient is a female who was found to have free air on CT scan after hysterectomy 6 weeks ago. Patient with a complex medical history significant for pelvic pain. She is status post laparoscopic hysterectomy and left salpingo~oophorectomy was complicated by immediate postoperative pain and she was taken back to the operating room for a diagnostic laparoscopy, lysis of adhesions, enterolysis and revision of her vaginal cuff. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. Patient underwent essure confirmation test. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-sep-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.